Event description:
It was reported that a preloaded monofocal intraocular lens (iol) haptic was damaged. There was no patient contact with the device. The lens was disposed of. No further information was provided.

Manufacturer narrative:
Section e1: telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.